Manufacturer narrative:
H3: the axiem controller was returned to the manufacturer for analysis. The unit was defective, and the software showed that the controller faulted, as the circuit board was flashing a ¿002¿ error message. This issue was documented in a medtronic navigation hardware anomaly tracking database. The emitter interface was returned to the manufacturer for analysis and the reported problem was confirmed. The amber fault light was lit, and the interface would not bootup. It was noted that all six ports would not light up when an instrument was inserted and the unit faulted. This issue was documented in a medtronic navigation hardware anomaly tracking database. H6: additional review indicated codes d15, b17, and c20 are no longer applicable to the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735824, lot #: unknown, UDI #: unknown, ubd: unknown. Product ID: 9735825, lot #: unknown, UDI #: unknown, ubd: unknown. It was confirmed that the interface box and emitter functioned as intended on another navigation system. It was also confirmed that the em controller was receiving power, but was still not able to interface. The local representative (cc) installed the em controller and had issues getting the unit to boot up. Once booted, the grub menu appeared but went away and booted normally. Once em controller installed, still got an em interface and localizer fault. Self test stated - controller connected. The cc moved the breakout box from the unit to a different unit and the fault was following the breakout box. The cc moved the breakout box from old system to problem system and it was working. The cc replaced the controller box on the system, but it still wasn't working. He plugged into the old controller box and confirmed that he needed a new breakout box. It was confirmed that the new controller did not resolve the entire issue. The cc installed the controller and it was not working, so he swapped the systems em interface with another and then this system began working. He put back in the old controller to see if that was working fine, but then it did not work even with the new emitter. The consensus was that the old controller was bad and the em interface was also bad. A medtronic representative visited the site to evaluate the equipment. The break out controller and breakout box were replaced. No other products have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was displaying localizer faulted and there was no power going to the em interface box. It was noted that the likely cause was a faulty break out controller. There was no patient involved.